Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A cine was received and reviewed, the reviewer concluded that the cine images provided were very grainy; however, a possible fracture of the stent could be partially visualized. This was an incidental finding as the critical lad stenosis was determined to be the cause of the patient¿s chest pain, per dr. Teymen. A probable cause could not be determined from the images provided. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported break or patient effect. It was reported that the stent delivery system (sds) was implanted however the patient was hospitalized for chest pain about ten months later, and during a control angiography, the stent was found to be broken. Factors that may contribute to stent break include, but are not limited to, tensile strength, corrosion, over inflation of the stent, deployment technique, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the circumflex coronary artery to bypass graft anastomosis. The 2.25x38 mm xience pros stent was implanted on 10/05/2023. The patient was hospitalized for chest pain about ten months later, and during a control angiography, the stent was found to be broken. No treatment was provided. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event 8/05/2024 is estimated.